Manufacturer narrative:
(B)(6). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04795, 0001825034-2017-04796, 0001825034-2017-04797, 0001825034-2017-04798, 0001825034-2017-04799, 0001825034-2017-04800, 0001825034-2017-04801, 0001825034-2017-04802, 0001825034-2017-04803, 0001825034-2017-04804, 0001825034-2017-04805, 0001825034-2017-04806, 0001825034-2017-04807, 0001825034-2017-04808, 0001825034-2017-04809, 0001825034-2017-04810, 0001825034-2017-04812, 0001825034-2017-04813, 0001825034-2017-04814, 0001825034-2017-04815, 0001825034-2017-04816, 0001825034-2017-04817, 0001825034-2017-04818, 0001825034-2017-04819, 0001825034-2017-04826, 0001825034-2017-04827, 0001825034-2017-04828, 0001825034-2017-04829, 0001825034-2017-04830, 0001825034-2017-04831, 0001825034-2017-04832, 0001825034-2017-04833, 0001825034-2017-04834, 0001825034-2017-04835, 0001825034-2017-04836, 0001825034-2017-04837, 0001825034-2017-04838, 0001825034-2017-04839, 0001825034-2017-04840, 0001825034-2017-04841, 0001825034-2017-04842, 0001825034-2017-04843, 0001825034-2017-04844, 0001825034-2017-04845, 0001825034-2017-04846, 0001825034-2017-04847, 0001825034-2017-04848, 0001825034-2017-04849, 0001825034-2017-04850.

Event description:
It has been reported that a label on the products were found to be incorrect. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos. The photos identified that the packaged device did not match the label. Device history record (DHR) was reviewed and no discrepancies were found; device was manufactured conforming to product specifications. Investigation results concluded that the reported event was due to swapped paperwork during production. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.